Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was unable to verify the complaint due to the inoperative condition the handpiece was received in. During examination after disassembly it was noted several internal components of the head assembly displayed moderate to severe debris. Also, moderate wear and debris was noted on inner drive components. It is possible that a lack of lubrication may have caused friction and as a result, an acceleration of wear components mentioned above. This accelerated wear then could have caused debris to form inside the rotating components causing further friction and accelerated wear which in turn, could have possibly caused the temperature rise reported.

Event description:
In this event, a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.